Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received back from depot for mixing pump repair under warranty. Now they are unable to fill device. Mss checked diagnostics during filling. The circulation pump was not able to generate pressure greater than -0.4 psi. Mss discussed this was indicative of a failed circulation pump. The device was still under warranty. Per sample evaluation, the mixing pump needed to be serviced due to not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received back from depot for mixing pump repair under warranty. Now they are unable to fill device. I check diagnostics during filling. The circulation pump was not able to generate pressure greater than -0.4 psi. I discussed this was indicative of a failed circulation pump. The device is still under warranty.